Manufacturer narrative:
Patient-specific information section a5: ethnicity and a6: race are unknown. Device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the insertion of the initial impella cp device to a patient undergoing a high-risk percutaneous coronary intervention was unsuccessful as it was unable to cross the iliac artery due to calcium and the use of a short sheath (13cm). The physician made the decision to shockwave the common femoral and illiac arteries and utilize a 25cm peel-away sheath. However, upon visual inspection of the pump damage was observed. A new impella cp device was decided, which was successfully implanted, and the percutaneous coronary intervention was completed without any issues. There was no harm to the patient as a result of the event.